Manufacturer narrative:
Evaluation summary: during examination of the hawkone, a bulge in the tecothane was noted approximately 15 mm distal of the cutter window.

Event description:
Physician attempted to treat patient in the distal superficial femoral artery using a hawkone directional atherectomy device. Report states that when the device was removed for flushing, it was noted that the tecothane layer had become perforated. Report also states that resistance was felt during advancement. Procedure was ended as physician felt the level of treatment at that point was sufficient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.